Manufacturer narrative:
Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating that lot 47456ud01 is performing acceptably. Based on the investigation, no deficiency for lot number 47456ud01 was identified.

Event description:
The customer reported one patient¿s architect stat high sensitive troponin-I result was questioned by a clinician. The initial troponin-I result was 0.198 ng/ml (reference range: 0-0.028 ng/ml). The patient¿s sample was retested and generated a result of 0.189 ng/ml. The clinician expected the troponin-I result not to be elevated due to the clinical picture of the patient not correlating with the elevated troponin-I result. There was no impact to patient management reported.

Event description:
The customer reported one patient¿s architect stat high sensitive troponin-I result was questioned by a clinician. The initial troponin-I result was 0.198 ng/ml (reference range: 0-0.028 ng/ml). The patient¿s sample was retested and generated a result of 0.189 ng/ml. The clinician expected the troponin-I result not to be elevated due to the clinical picture of the patient not correlating with the elevated troponin-I result. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.